Event description:
Procedure type: lap. Excision of lesion of uterus. According to the reporter: during use, air leaked. However, the procedure was completed with this trocar. Nothing fell into the cavity. After the surgery, our sales rep confirmed broken pieces from the seal were attached to the tip of the trocar. The broken pieces fell into the floor and could not be found. No pt injury was reported.

Manufacturer narrative:
(B)(4).